Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: battery/ (B)(4)/ model #1650de / exp. Date: 2018-09-30/UDI#: (B)(4), device available for evaluation: no, mfg. Date: 2017-09-30, labeled for single use: no. (B)(4). Battery/ (B)(4)/ model #1650de / exp. Date: 2018-10-31/UDI#: (B)(4). Device available for evaluation: no, mfg. Date: 2017-10-31, labeled for single use: no, (B)(4), battery/ (B)(4)/ model #1650de / exp. Date: 2019-01-31/UDI#: (B)(4), device available for evaluation: no. Mfg. Date: 2018-01-26. Labeled for single use: no. (B)(4). Battery/ (B)(4)/ model #1650de / exp. Date: 2018-12-31/UDI#: (B)(4), device available for evaluation: no, mfg. Date: 2017-12-23, labeled for single use. (B)(4). Battery/ (B)(4)/ model #1650de / exp. Date: 2018-12-31/UDI#: (B)(4), device available for evaluation: no, mfg. Date: 2017-12-02, labeled for single use: no, (B)(4). Battery/ (B)(4)/ model #1650de / exp. Date: 2018-10-31/UDI#: (B)(4). Device available for evaluation: no, mfg. Date: 2017-10-31, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced battery switching and that the controller restarted. One pump stop event was logged according to the healthcare professional. The power sources were serviced and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and six (6) batteries (bat586054, bat587215, bat595015, bat592442, bat591725, bat587216) were not returned for analysis. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving bat595015, bat592442, bat591725, bat587216, bat587215, bat586054. Analysis of the event files revealed a controller power up event on 08/jul/2018, at 18:37:20 followed by a motor start at 18:37:23. The data point prior to the loss of power revealed that bat592442 was connected to power port one (1) and no power source was connected to power port two (2). Several momentary disconnections were observed leading up to the loss of power. The data point after the controller power up event revealed that the bat592442 was connected to power port one (1) and bat586054 was connected to power port two (2). The controller was without power for 13 seconds. As a result, the reported loss of power event as well as the reported power switching were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and batteries. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product event summary: the controller and six batteries were not returned for analysis. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving the batteries. Analysis of the event files revealed a controller power up event on 08jul2018, at 18:37:20 followed by a motor start at 18:37:23. The loss of power was for 13 seconds. The data point prior to the loss of power revealed that (B)(4) was connected to power port one with 98% relative state of charge (rsoc) and (B)(4) was connected to power port two with 51% rsoc. The data point after the controller power up event revealed that the (B)(4) was connected to power port one and (B)(4) was connected to power port two. Multiple momentary disconnections were observed prior to the loss of power. As a result, the reported loss of power event as well as the reported power switching were confirmed. A power source lubrication procedure was performed to mitigate the reported conditions and the batteries remain in use. A possible root cause of the reported loss of power event may be attributed, but not limited, to disconnection of both power sources from the controller and/or due to momentary disconnections between the controller and batteries. The most likely root cause of the power switching events can be attributed to momentary disconnections between the controller and battery. An internal investigation has been opened to evaluate the controller losing power and momentary disconnections and implement corrective actions as required. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one battery exhibited communication errors.

Manufacturer narrative:
Corrected field: b3 product event summary: the controller and six (6) batteries were not returned for analysis. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files revealed a relative state of charge (rsoc) between 101-201 involving bat587216, which is indicative of a communication error. As a result, the reported communication error event was confirmed. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving bat595015, bat592442, bat591725, bat587216, bat587215, bat586054. Analysis of the event files revealed a controller power up event on (B)(6) 2018, at 18:37:20 followed by a motor start at 18:37:23. The data point prior to the loss of power revealed that bat592442 was connected to power port one (1) and no power source was connected to power port two (2). Several momentary disconnections were observed leading up to the loss of power. The data point after the controller power up event revealed that the bat592442 was connected to power port one (1) and bat586054 was connected to power port two (2). The controller was without power for 13 seconds. As a result, the reported loss of power event as well as the reported power switching were confirmed. A power source lubrication procedure was performed in accordance with the requirements under fsca cvg-18-q4-19 on 09/jul/2018 to mitigate the reported conditions and the batteries remain in use. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported communication error can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Six (6) batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of returned controller revealed that device passed functional testing. Visual inspection revealed contamination within both power ports of the controller. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6) , which is indicative of a communication error. As a result, the reported communication error event was confirmed. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving all 6 batteries. Analysis of the event files revealed a controller power up event on (B)(6) 2018, at 18:37:20 followed by a motor start at 18:37:23. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). Several momentary disconnections were observed leading up to the loss of power. The data point after the controller power up event revealed that the (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 13 seconds. As a result, the reported loss of power event as well as the reported power switching were confirmed. A power source lubrication procedure was performed on the associated power sources on 09-jul-2018. A power source lubrication procedure was performed on the batteries (B)(6) accordance on 20-nov-2018. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and batteries and/or to contamination of the controller power port pins. Possible root causes of the communication error can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation was initiated to capture events involving the controller losing power. Another investigation evaluated momentary disconnections. Additional products: d4: serial or lot#: (B)(6) h6: FDA conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.